Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy, due to post-sensed t-wave oversensing on the ventricular lead. The issue was not resolved with reprogramming. The lead was capped.